Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence and subsequent surgical intervention. The instructions-for-use supplied with the device lists recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol perfix plug (device #2). Additional emdrs were submitted to represent the bard/davol perfix plug (device #1) and bard/davol perfix plug (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2012, the patient was implanted with various mesh products namely two bard/davol mesh perfix plug to repair a hernia. Attorney alleges that the mesh devices failed, causing the patient to experience severe pain and suffering, and necessitating a partial mesh removal and revision surgery on (B)(6) 2014; a bard/davol perfix plug was implanted to repair the hernia. It is also alleged that the patient experiences severe pain and suffering and necessitating a major surgery for the mesh removal and revision surgery on (B)(6) 2014. It is also alleged that the defective mesh devices caused the patient to experience severe pain and suffering and left the patient living with chronic pain. The patient suffered severe complications following surgeries including abdominal pain, gastrointestinal malfunction, grotesque swelling, and hernia recurrence. The implantations and failures of the bard mesh devices have had a devastating impact on the patient, leaving with permanent injuries and impairments, including scarring, disfigurement, chronic pain, and such further and other injuries. It is also alleged that the patient also experienced pain, suffering, loss of enjoyment of life, permanent physical disability, loss of physical, mental and emotional health. The patient continues to undergo medical care and treatment and alleges for further medical care in the foreseeable future. It is also alleged that the device was defective.